Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service confirmed the customer's complaint. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the fiber likely broke on the ridge of the scope. This can be categorized as mis-handling of the fiber and a user error. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the fiber broke about a foot from the distal end of the fiber. The reported problem was found during preparation for a therapeutic cystolitholapaxy. The part of the fiber breakage point was inside the scope and it didn't break in the patient's bladder. There was no harm or user injury reported due to the event.